Event description:
The customer reported that one of the healthcare workers experienced burn without pain on his/her palm. The burned area was reported to be discolored (slightly white). It was reported that the incident occurred while the healthcare worker was unloading the processed devices. One of the devices had droplets and the healthcare worker felt pain when he/she touched the droplets. The healthcare worker did not seek medical attention or receive treatment. The field engineer assessed the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The field engineer assessed the unit and the system was found to meet MFR specifications.